Manufacturer narrative:
On 07-apr-2016, an fse visited the customer to address the reported event. During servicing, fse found that the waste line had a kink. Fse repositioned the waste line and cut some off of it as it was too long for it current location. The customer was able to run quality control (qc) with acceptable results. There was no further leaking from instrument and the total areas of the samples were in range. The instrument was verified as operational. The g8 analyzer is functioning as intended with all issues cleared. There was no further action required by fse. The most probable cause of the reported event was kinked waste tubing. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported there was leaking and low total areas with their g8 analyzer. The customer reported that they could not determine if the issue was the waste tubing. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.